Event description:
The epidural catheter was placed in a laboring pt who was in a seated position. The catheter was inserted approx 2cm and was thought to be kinked because they were unable to infuse medication. The clinician experienced problems during her attempt to remove the catheter. The pt was manipulated in several positions but the catheter stretched and broke. Upon exam of the catheter it was determined that the tip was left in the pt; no attempts were made to remove the tip.